Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A manufacturing review was performed an found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00336 for information related to the other kugel patch.

Event description:
The following was reported by the pt: it is alleged that the pt was implanted with two bard/davol kugel mesh patches, at the same site, during an abdominal hernia repair procedure in 2003. The pt has developed severe pain when bending to the right and a visible bulge at the implant site. The pt alleges that her doctor told her, "the ring of the mesh became "dislodged", and this is not a recurrent hernia. She states a revision procedure is scheduled.